Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. There was no blood glucose (bg) impact as the pump was being used for demonstration purposes.

Event description:
Pump is a non-human use device. Device is for training purposes only. Pump does not have the capability to deliver insulin and there is no potential of adverse impact. Therefore, MDR reportability is not applicable.